Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and fever. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with vancomycin injection (1gm), amikacin injection (500mg start dose, intraperitoneal, followed by 100mg one bag per day) and cisman injection (500mg, intraperitoneal, one bag per day) for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the cause of the event was unknown. The patient was hospitalized for the event. Antibiotic treatment was discontinued. The patient was discharged from the hospital. The pd catheter was removed due to peritonitis event and the patient was switched to hemodialysis twice a week. Re-catheterization will be done after four months. Should additional relevant information become available, a supplemental report will be submitted.